Manufacturer narrative:
Details of complaint: the customer reported that they lost patient data when they were doing a device change from a zm transmitter to a bedside monitor (bsm). According to the customer, the device change worked the first couple of times; however, after the 5th device change, it no longer allowed them to change the device and the tile on the central nurse's station (cns) went empty and grayed out. The customer had to stop and start monitoring the unit in order to readmit the patient. Per the customer, since re-admitting the patient, they haven't had the need to do a device change and didn't want to try it as they didn't want to take a chance in losing patient data. Technical support (ts) advised the customer to switch the patient to another bsm and zm if they encountered the issue again to see if the issue follows these units or the cns. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/08/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/10/2025 I called jon to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for jon to call me back with this information. Attempt # 3: 12/12/2025 I called jon to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for jon to call me back with this information. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitor (bsm): model #:bsm-1733. Serial #:ni. Device manufacturer data: n/a. Unique identifier (UDI) #: ni. Returned to nihon kohden: no. Zm transmitter: model #: ni. Serial #:ni. Device manufacturer data: n/a. Unique identifier (UDI) #: ni. Returned to nihon kohden: no. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H11 additional manufacturer narrative.

Event description:
The customer reported that they lost patient data when they were doing a device change from a zm transmitter to a bedside monitor (bsm). There was no patient injury reported.

Manufacturer narrative:
The customer reported that they lost patient data when they were doing a device change from a zm transmitter to a bedside monitor (bsm). According to the customer, the device change worked the first couple of times; however, after the 5th device change, it no longer allowed them to change the device and the tile on the central nurse's station (cns) went empty and grayed out. The customer had to stop and start monitoring the unit in order to readmit the patient. Per the customer, since re-admitting the patient, they haven't had the need to do a device change and didn't want to try it as they didn't want to take a chance in losing patient data. Technical support (ts) advised the customer to switch the patient to another bsm and zm if they encountered the issue again to see if the issue follows these units or the cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors (bsm): model #: bsm-1733 serial #:ni device manufacturer data: n/a unique identifier (UDI) #: ni returned to nihon kohden: no. Zm transmitter: model #: ni serial #:ni device manufacturer data: n/a unique identifier (UDI) #: ni returned to nihon kohden: no.

Event description:
The customer reported that they lost patient data when they were doing a device change from a zm transmitter to a bedside monitor (bsm). There was no patient injury reported.